Manufacturer narrative:
The event of pain at ipg site was reported to abbott. The ipg was explanted and replaced. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient experienced pain at their scs ipg pocket site. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.